Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy connector was replaced and other, unrelated, repairs were completed. After proper device operation was observed through functional and performance testing, the device was then returned to the customer for use. Physio further examined the removed therapy connector and observed an intermittent paddles leads off due to damage inside of the connector; three out of the four barrels within the socket are missing.

Event description:
The customer contacted physio-control to report a non-critical standard ECG issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed an intermittent paddles leads off message. As a result, therapy may be delayed, or prevented if it were necessary.